Event description:
It was reported that patient had not been refilled since october and had not had any baclofen in the pump since (B)(6). Patient had trouble with transportation to get to appointment. Patient did not go through withdrawal. The pump was being replaced on the date of this report. They suspected that there was a catheter problem. A dye study had been done last week wherein they could not aspirate. They may be replacing the catheter as well. Drug delivered via the device was baclofen. It was later reported that the pump empty reservoir alarm went off on (B)(6) 2013, per the pump logs. The dye study was performed on (B)(6) 2013 when the radiologist was not able to aspirate through the side access port. During surgery when the pump pocket was opened, there was a visible pinhole in the catheter, dripping csf (cerebrospinal fluid) per the surgeon¿s observation. The catheter was then cut and a suture less connector was attached to the new pump. Pump was filled with baclofen 500mcg/ml to infuse at 50mcg/day. Patient stayed the night in the hospital and was discharged the next morning. Per reporter patient was doing fine. Explanted devices were not to be returned.

Manufacturer narrative:
Concomitant products: product ID 8709, serial #(B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information reported the baclofen type was gablofen at 50 mcg/day. The cause of the event was the pump had an early replacement indicator (eri) of six months. Surgical intervention occurred on (B)(6) 2013 and one catheter was added to the original catheter. A sutureless connector was also added. There were no symptoms associated with this event. The patient was said to have not been hospitalized, nor was there any injury.